Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was obtaining inaccurate results on her onetouch ultra2 meter. The medical surveillance specialist was unable to contact the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:00am, the patient reported obtaining "142 and 103 mg/dl" on her lfs meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% or <=20mg/dl. It is not known how often the patient tests her blood glucose or what her typical readings are. The patient reported managing her diabetes with pills with diet and/ or exercise (type and dose unknown). It is not known if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported feeling "sweaty and shaky" at 10:30am, and treating herself with more food and/or drink in response to the symptoms. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement, and the patient was using an approved sample site to obtain the blood sample. In addition, the patient was using the correct test strips and they were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began and required self treatment. In addition, the patient performed a meter-to-same meter comparison where that calculated difference of the reported results exceeds lfs' criteria for precision testing.